Event description:
It was reported to covidien in 2009 that a customer had an issue with a dialysis catheter. The customer's status that according to staff, there is leakage in the "arterial" brunch close to the y-split. This catheter was pulled and replaced.

Manufacturer narrative:
Submit date: 04/09/2009. A investigation is currently underway. Upon completion, the results will be forwarded.